Event description:
A physicist discrepancy was reported regarding the 2600 system. The fluoroscopic beam centering test error exceeds tolerance in the monitors vertical plane. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Adjusted beam centering, calibrated table level position, calibrated ion chamber, centered cells and verified kvp. The system was tested and found to be working as intended and placed back into service.